Event description:
Paramedics responded to a person in a cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device displayed dashed lines in paddles mode and attempts to clear the display by cycling through leads and checking connections was unsuccessful. The analyze button was pressed and, according to the reporter, the device analyzed the patient's rhythm, advised a shock and charged still with dashed lines in paddles mode. The operator delivered the shock and the patient was resuscitated.